Event description:
It was stated that the insulin pump had a blank display. It was also stated that the insulin pump was exposed to moisture and there was water inside the battery compartment. Troubleshooting was performed and the display remained blank. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a damaged contact spring inside the battery tube.